Manufacturer narrative:
No product was returned for evaluation nor were radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.

Event description:
About two and a half months following the original surgery involving l3-4 and l4-5, the patient reported pain. The surgeon indicated that the cage migrated into the canal. As a result, he performed a revision surgery to impact both cages deeper into the anterior disc space. It is unknown which device is related to the reported incident. Therefore, both devices are being reported (device 2 of 2).